Event description:
It was reported by the legal guardian that the patient developed an allergic reaction at the pod¿s infusion site (unspecified) while wearing the pod. The infusion site was reported to be red, painful and lumpy. The patient visited their general practitioner with no specific diagnosis provided but was prescribed xobet cream.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.